Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented after receiving an inappropriate shock for double counting. P-wave oversensing was noted. Chest x-ray revealed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful due to the helix being unable to retract. The patient was stable after the procedure.